Manufacturer narrative:
Failure analysis on the returned cpu board shows that the capacitor c162 had shorted the 35v supply line triggering error codes 1104, 1115 and 111b. Replacing c162 resolved the problem.

Event description:
The customer reported that the ventilator alarmed with 35 volt supply failed error. The customer reported there was no patient involvement.